Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
An ultra base unit (a2101) from a mayfield skull clamp was involved in a malfunction. The unit was in contact with a patient who was undergoing a procedure for a c2 fracture when the unit slipped. The pt did not incur an injury as a result of this event.